Event description:
It was reported that for the first 3-4 months after implant the patient had experienced increased pain down both legs. It was noted that it would last for about 60 seconds and would then go away. It was further noted that recently this issue had been increasing in frequency. It was noted that at the time of this report it was happening twice per day. The patient would lose bladder function as well when it would happen. It was further noted that it would happen at times when the patient had the stimulator turned off. If the stimulation was on, the stimulator had helped with the pain associated with the event. Impedances on the day of this report showed 600 and 900 ohms. A CT myelogram was done and no cord compression was seen and there was plenty of room for leads, also there was no arachnoiditis seen and no activity related to episodes. It noted that episodes were mid thoracic which correlated with the top of percutaneous leads. There were no out of range impedance values. It was noted that the test was run again at 1.5v and all electrode impedance were very good and normal. The patient usually ran around 3.7v for therapy. It was noted that the patient¿s episodes also included spasms. Patient felt stimulation normally in the buttock, hips and legs. Pain started mid thoracic where tips of leads were and travels down both legs equally and made him feel like both legs are weak and could not control legs. It was described as an intense pins and needles feeling and there was a voluntary loss of control of legs. The patient loses motor control and parasympathetics were affected because loss of bladder control momentarily. The doctor suspected these episodes/symptoms were related to overstimulation or too high of stimulation at random intervals. Patient had not been in overdischarge recently nor had the patient been exposed to some high electromagnetic interference field. The patient had experienced the event on the day of this report prior to being at the clinic. The activity seemed to be very sporadic. The patient was not changing stimulation at all. It was further noted that the patient had had an episode at the time of the call. Stimulation was off and the patient was not feeling stimulation when it happened. Clinician programmer confirmed implant was off when this happened. Patient had an appointment on wednesday (B)(6). Additional information received reported the patient was sent for an MRI of the brain to rule out tumor. A video electroencephalogram (eeg) to rule out seizures was also scheduled. No malfunctions were determined. No interventions were taken or planned. It was noted that the patient was still being evaluated and it did not seem to be device related.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).